Event description:
After blood draw, rn retracted needle and placed on bedside table. While cleaning up workspace, rn picked up needle and experienced dirty needle stick due to incomplete/malfunction of needle - it did not retract fully. Manufacturer response for 21 gauge butterfly needle, green 21 gauge butterfly needle (per site reporter): information and photographs have been provided to manufacturer. Unknown what response is to date.